Event description:
A report was received that the patient was having difficulty charging with the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. Ipg replacement was due to physician¿s preference. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging with the ipg. The patient will undergo a pocket revision.